Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced on(B)(6) 2019. Therapy was restored following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-10618. It was reported that the patient's system was not providing effective therapy. Increasing stimulation did not resolve the issue. X-rays were taken and both leads had migrated out of the space. As a result, surgical intervention is expected to address the issue.